Event description:
A report was received that the patient had infection. Symptoms were pus, redness, pain, and tenderness at the incision site. Infection was unknown if device or procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient had infection. Symptoms were pus, redness, pain, and tenderness at the incision site. Infection was unknown if device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that when the physician opened the site during the explant procedure, the site looked fine. Medication was prescribed to the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.